Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the device was not detected on the bus for drawers 2.1 and 2.2. The fse opened the back panel to inspect the drawers and observed that there were no light emitting diode lights on the controller board. The field service engineer replaced both the bus controller board and the drawer controller board, then configured the drawer. The customer tested the drawer, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the aux drawer 2.1 had failed with failure code 'device not on bus'. The station was in the ICU and urgent assistance had been required. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.